Manufacturer narrative:
Date sent to FDA: (B)(6)/2018. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an abdominal hernia repair surgery on (B)(6) 2007 and mesh was implanted. The patient had recurrent hernia repairs on (B)(6) 2008 and again on (B)(6) 2012 and mesh was implanted during each surgery. It was reported that the patient underwent mesh removal surgeries on (B)(6) 2016 ( and her small bowel was resected and appendix removed.) And again on (B)(6) 2017 (due to a nonhealing chronic abscess). It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.